Event description:
A customer reports a "severe shock sensation" from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.